Event description:
It was reported that the patient with this unknown Accolade MRI pacemaker experienced a fall and head injury. The device was interrogated, and a "voltage too low for remaining capacity" alert was observed after which the health care professional (HCP) could not store any reports or data as the screen above only allowed the user to 'end session'. It was also observed that the device had reverted to Storage Mode operation. It was noted that the patient was implanted with the device in the United States and has been lost in follow-up. The hospital does not know the device model/serial number and planned to obtain this information at time of box change. However, a clinical decision was made to not perform a device replacement as this 93-year-old patient is too frail. No other adverse patient effects were reported.